Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of blood and signs of clinical use were observed on the cannula and the bisector . The bisector was inserted and retracted through the adaptor port of the cannula. The bisector slid normally. There was no resistance felt which could be called inappropriate. Both the bisector and the cannula were visually inspected. No visual defects were observed. A mechanical evaluation was performed as per the instructions for use (IFU) to prepare for inserting the endoscope and the bisector tool into the cannula. A reference 7mm endoscope was inserted into the harvesting cannula until it snapped into the place. Then the bisector was hold 6 inches from its tip and then inserted into the cannula through the tool adaptor port. The tool slide through the port without any obstractions. Based on the return condition of the device, the reported complaint was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb bisector and scope would not insert into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb bisector and scope would not insert into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.